Event description:
User reported that user felt a scratch when user removed a tampon. Upon examining the tampon, user saw a staple that appeared to be in the original unused form, not bent as if it had been used. User took the tampon to the ER and showed it to the dr and nurse. User reports that user has recovered fully and is now ok. User went to the rite-aid store where user purchased the product and reported it to the mgr. The mgr reported the incident to the co's insurer. The insurance co notified first quality hygienic, inc. Rite-aid has two supliers for private label tampons. The user discarded the remaining tampons and carton. Co cannot be certain that the product was mfg by fqh, however, the user subsequently identified fqh packaging as that which user was using when the incident occurred.